Event description:
It was reported that an asymptomatic patient presented in the clinic during a routine follow up. The ICD was post paced t wave over sensing on the ventricular lead which was stored on the egm. The reprogramming changes will be discussed with the physician. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.